Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Over-sensing of small cardiac signal contributed to the false detection. It was reported that the pt had just finished bathing at the time of the event. The lifevest detected an arrhythmia at 22:00:43. The pt's ECG strips show a sinus rhythm. The lifevest delivered a defibrillation shock at 22:01:18. The post-shock rhythm was a sinus rhythm. The response buttons were pressed intermittently after the treatment was delivered. Ems responded to the scene, but the pt reported feeling fine and was not taken to the hosp. The pt continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The ems responded to the scene, but the pt reported feeling fine and was not taken to the hosp. The pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 05/2014 (initial use), electrode belt sn (B)(4) - 11/2009 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).